Event description:
At about 9 years and 7 months from the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the head, stem and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 november 2025. Stem: amistem h 01.18.231 amistem collared ha coated stem size 1 std lot 154530: (B)(4) items manufactured and released on 09-nov-2015. Expiration date: 31-oct-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation 9 years after primary cementless tha the stem is radiographically loose, for unknown reasons. In absence of evidence of an infection, we must categorize this event as idiopathic aseptic loosening, a possible adverse event following tha, described in literature, and whose causes often remain undetermined. Head and liner were exchanged as part of the routine procedure when the stem is exchanged, even though they were working properly. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause